Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found no functional issue with the device. The dso seal will be replaced to address this issue.

Event description:
It was reported that the pump failed. The customer did not provide any further details. The status of the pump at the event moment was before medicine administration. There was no patient involvement. Evaluation of the returned device identified a detached downstream occlusion seal.